Event description:
It was reported that the left ventricular (lv) lead exhibited low pacing impedance. The impedance was tested but no programming changes were made. The patient was stable throughout.